Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain, pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain menstrual cycle, dysmenorrhea (cramping)"), abdominal pain ("abdominal pain, pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection, infection (bladder/urinary tract/vaginal): uti") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (patient underwent hysterectomy(full) with bilateral salpingectomy) and surgery (patient underwent hysterectomy(full) with bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, vaginal haemorrhage, urinary tract infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter and patient demographic information, product indication updated, new events device dislocation and menorrhagia added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), autoimmune disorder ('autoimmune diagnosed') and pelvic pain ('pelvic pain, pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain menstrual cycle, dysmenorrhea (cramping)"), abdominal pain ("abdominal pain, pain"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection, infection (bladder/urinary tract/vaginal): uti") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (patient underwent hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, vaginal haemorrhage, urinary tract infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Patient received treatment for- pain, bleeding and migration most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event was added- autoimmune diagnosed. Product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (patient underwent a bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, vaginal haemorrhage and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report